Event description:
Further information was received that high impedance was observed on the patient's vns. The patient also reported having pain at the generator site. It was later discovered that high impedance was first observed in september. The error message noted in the original clinic notes was reportedly in reference to the high impedance message seen although the notes from that day indicated normal diagnostics. A review of the device history record of the lead indicated it had passed all quality inspections prior to being released for distribution. No surgical intervention has occurred to date and no additional relevant information has been received.

Event description:
Further information was received that x-rays were received by the manufacturer. These x-rays were later reviewed. Only a/p and lateral neck x-ray images were provided so the generator could not be evaluated in any of the images. Therefore, as assessment on the location of the generator, the insertion of the connector pins, and the integrity of the filter feedthru wires could not be made. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. As the lead is fed through the patient¿s left chest, it is positioned into a strain relief loop. The loop appears to be done per labeling. There does not appear to be a strain relief bend present. Three tie downs are present, all securing different areas of the loop. Since the generator could not be seen, it could not be determined whether the lead was routed behind the generator and if the lead wires were intact at the connector pins. No sharp angles or gross discontinuities were identified in the visible portion of the lead. No additional relevant information has been received to date.

Event description:
Report received through a physician clinic notes that upon interrogation, an error was identified. The normal mode output current was turned off as a result. However, diagnostics were noted to be normal. Further information was received through clinic notes from the next appointment. The vns was reportedly interrogated and was found to be near end of service. Diagnostics were said to be abnormal because battery was near end of service. There were no changes made to the patient vns. A review of the device history record indicated the generator had passed all electrical tests and quality inspections prior to being released for distribution. No further relevant information has been received to date.